Manufacturer narrative:
The reported event of yellow battery alarms was confirmed and reproduced during analysis. The log file contained events of low battery advisories even though the voltage levels captured during these events were above low battery threshold. The black power lead was found to have a compromised brown conductor at the connector end. The positioning of the cable would have resulted in the reported power cable disconnect alarms and faulty battery capacity reading. The damage to the conductors did not affect the function of the pump during analysis. A review of device history records for this system controller showed no deviations from mfg or qa specifications. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt received yellow battery alarms. The pt also received several low voltage advisory alarms. The system controller was exchanged and the event was resolved.